Event description:
The centrella smart beds have a very long cord and there is no mechanism in the design for management of the cord during transport. This has led to multiple incidents of cords becoming run over and being damaged. On (B)(6) 2025, while unplugging a bed and gathering the cords for transport, the prongs hit the cord from the bed and started sparking, this resulted in the spark fraying the cord extensively.